Event description:
The customer contact reported that during preventive maintenance testing, the device delivered less than expected. In 2008, during subsequent testing, the device passed testing. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact stated the device passed subsequent testing and was returned to clinical service.